Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user requested a factory reset of the ilet due to concerns that the device was delivering excessive insulin, with the user reporting overnight carbohydrate intake to prevent low glucose and expressing intent to discontinue use if unresolved; the user¿s clinician planned to adjust body weight settings and transition insulin to lyumjev, and the user lacked dexcom transmitter information during the call. Symptoms included perceived insulin overdose and reported episodes requiring significant carbohydrate intake to avoid hypoglycemia. Outcomes included user distress and intent to discontinue therapy, with no reported hospitalization or emergency treatment. Troubleshooting and education were completed, including guidance on locating the factory reset function, and the call was escalated to a supervisor. Investigation included technical support review and user-guided device troubleshooting. Investigation of this case revealed no device alarms reported and no confirmatory device data available. It was concluded that the reported event could not be confirmed.